Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported during the index procedure when the physician was deploying an endurant limb the stent graft would not deploy fully. It was noted that the stent graft only opened slightly and the graft cover sheath did not appear to move when the physician was retracting the slider. The stent graft was removed and another endurant stent graft was successfully inserted. Per the physician, the cause of the event was due to slider or sheath. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary the device returned with the graft partially deployed. The external slider was positioned forward against the front grip. The graft cover was curved. A gap was observed between the graft and the stent stop. Severe bunching was observed on the proximal graft cover. The cause of the deployment difficulties experienced by the physician appear to be related to the severe bunching of the graft cover. However, the cause of the bunching could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.